Event description:
Boston scientific crm received info that this right ventricular (rv) lead was explanted as the pt fell down and experienced chest trauma. The physician elected to replace the rv lead. This lead was explanted and not returned. As a result, boston scientific crm is unable to confirm the clinical observations. Implant, explant and event dates were not made available.